Manufacturer narrative:
The initial MDR 2432235-2016-00697 was filed on november 15, 2016. Additional information ((B)(6) 2016): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist determined that there was settling of the reagent, which is a known issue that occurs when the reagent is not maintained at 2-8 celsius. The sediment is due to the surfactants used in the reagent. The hsc specialist recommended that the customer should maintain the temperature and resume the testing once the cloudiness has disappeared. The customer followed the recommendations and obtained acceptable results upon repeat testing. The hsc specialist determined that the cause of the discordant chol_c results on patient samples was due to improper storage of the reagent, which led to precipitation of the surfactants in the reagent wedge. The device is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer had reviewed the instrument log and stated that the reagent volume was low. On (B)(6) 2016, the customer installed a new reagent kit on the instrument and on (B)(6) 2016, the reagent bottle showed a high amount of sedimentation. A siemens technical application specialist (tas) homogenized the reagent bottle and an hour post homogenization, the reagent bottle showed sedimentation again. The cause of the discordant chol_c results on patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant results for concentrated cholesterol (chol_c) on two patient samples on an advia 1800 instrument, while using reagent kit 377159. The samples were repeated on the same instrument and the results were lower. The initial results were reported to the physician(s), and questioned. The corrected results were reported to the physician(s). While reviewing the event log, the customer discovered that there were discordant chol_c results on other patient samples. It is unknown if those samples were repeated. It is unknown if the initial or repeat results were reported to the physician(s) for the additional patient samples. There are no reports of patient intervention or adverse health consequences due to the discordant chol_c results.